Manufacturer narrative:
This report is to link the (B)(4) with the manufacturer medwatch report.

Event description:
Report stated that a stent was inserted by the physician. Before the stent was in position, the physician noted the stent had moved off the balloon. The system was removed with the stent intact. No harm to the patient.